Event description:
During functional testing by MFR sales rep, the device displayed a "bridge test fail" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The corporation has not received the product and this complaint is still under investigation.